Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t machine that had a heater rod explode in heat disinfect mode. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Due diligence attempts were exhausted, but additional information was not provided.

Manufacturer narrative:
Updated event description. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Updated event description: a user facility reported a fresenius 2008t machine that had a heater rod explode in heat disinfect mode. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. It was later confirmed with the biomedical technician that the issue was found during machine repair. The biomed replaced the heater rod, acid bicarb pump, hydrochambers, filters, and bibag unit valves to resolve the issue and return the machine to service. It was confirmed that sample parts were not available for return. It was confirmed that no other parts on the machine had signs of heat damage, and confirmed that the parts other than the heater rod were replaced due to fragments of the heater rod being embedded in them.